Manufacturer narrative:
Eval summary: the device history record (DHR) for the iabp involved in the event was reviewed. There were no non-conformances in the DHR related to the reported event. The company service representative corrected the failure reported by the customer over the phone. It was advised to the customer to secure all luer fitting on crm and use a different end cap for leak test. The customer called maquet back and confirmed safety disk leak passed test. The unit was returned to service by the customer. (B)(4).

Event description:
The customer reported that during a routine check of the iabp, safety disk leak test failed. No pt was involved.